Event description:
It was reported that the patient did receive perioperative antibiotics. The patient did not have meningitis. The patient had not yet had a refill since implant. The symptoms of infection were swelling, drainage, incisional wound opening, and pocket erosion. A culture was obtained, but came back negative. A repeat culture was taken in 2007, but results were still pending. The patient was treated with oral antibiotics and a total system explant. The patient did not experience any drug withdrawal, and continues treatment for the infection. The patient's pump contained baclofen. The hcp plans to replace the patient's pump system after the patient has recovered from the infection.

Manufacturer narrative:
.

Event description:
Additional information received indicated that the infected pump was explanted in (B)(6) 2008.

Event description:
Additional information: conflicting information was reported by the healthcare provider that the pump was explanted on (B)(6) 2007 secondary to infection of pump pocket.